Event description:
It was reported, the patient saw the ¿call your doctor¿ screen and went to the clinic for interrogation. The clinic was unable to read the stimulator. One and a half weeks later, the manufacturer representative was able to read the stimulator and it read like a new implant. The lead configuration had been wiped from the stimulator. Impedances temporarily showed greater than 10,000 ohms, but resolved upon correcting the lead configuration. The patient was reprogrammed and received good stimulation. There was no falls or emi exposure related to the event.

Event description:
Additional information received reported the cause of the event was not determined and the manufacturing representative was not sure what caused the event.

Manufacturer narrative:
Product ID 3998, lot# v035769, implanted: 2007 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37713, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39286-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).